Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. Additionally, a pacemaker was implanted in a second pocket, in this pacer dependent patient, using the currently implanted non-bsc left ventricular (lv) lead. A revision procedure was planned to implant a biventricular pacemaker at a later date. There was no report of adverse patient effects due to the implant/explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.